Event description:
The soundstar eco diagnostic ultrasound catheter would not connect to the carto mapping system after the catheter was placed into the patient. The catheter was removed and replaced without incident or harm to the patient.